Event description:
It was reported that there was an critical motor stall alarm on (B)(6) 2014. According to pump logs, a motor stall occurred on (B)(6) 2014 at 10:13. The motor stall did not recover. Actions required as a result of the event included hospitalization, complete explant on (B)(6) 2014, and replacement. Patient symptoms or complications associated with the event included underdose symptoms, which were not specified. No diagnostic testing or troubleshooting was performed as it was ¿not required.¿ the product issue was reported as resolved, but the cause of the issue was not specified. The patient¿s medical history was unknown, but their status at the time of the report was ¿alive - no injury.¿ the pump was being used to deliver morphine 20 mg/ml at 5.402 mg/day. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.